Event description:
Caller reported that insulin gauge displayed an amount different from expected, specifically showing +50 units when 240 units were anticipated. Actual displayed fill estimate after delivering a bolus remained the same, which confirmed the discrepancy. There was no adverse impact to the customer¿s blood glucose level. Customer was guided to load a new cartridge, but the display issue persisted. Technical support instructed the customer on backup therapy using multiple daily injections (mdi) and will replace the pump along with affected cartridges. Customer was guided to return the problematic pump using a provided pre-paid label.